Event description:
A malfunction was reported with the pump. There was no adverse impact to the customer's blood glucose level. Although the malfunction code reappeared after resetting the pump, technical support assisted the customer in resetting it and decided to replace the pump. Additionally, the customer expressed interest in obtaining an out-of-warranty loaner pump.